Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer 6 on the main and all cubie pockets had failed and were not detected on the bus. There were no lights on either board. A field service engineer (fse) replaced the drawer board. After plugging the ribbon cable into the module controller, there was still no power to the drawer. The fse replaced the module controller and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not on the communication bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.